Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep) reported the patient complaint of not getting usual relief from the pump. There was no known factors that may have led or contributed to the event. It was noted the patient was going to the clinic to have the pump interrogated and logs checked. A motor stalled occurred. It was noted that surgical intervention did not occur, but was planned and not scheduled as the surgery scheduler was to reach out to the patient to get them in for surgery. The issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked and will not be made available. No further complications were reported.

Event description:
Additional information has been received from a healthcare provider (hcp) via a company representative (rep) indicated the patient went to the physician office and had the logs interrogated. At the moment, the issue had not been resolved. The patient was having her pump replaced this week; however, the date of the replacement was not received as of yet. The rep was informed it would take place this week. It was noted the rep would send it in the mailer kit for analysis and that was all the information they had at the moment. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump. It was reported on (B)(6) 2020 the patient had been receiving the code 8476 (motor stall) on their personal therapy manager (ptm) since tuesday (B)(6) 2020. The patient contacted their healthcare provider and they were directed to call the manufacturer. The patient was not feeling well and thought they were going through withdrawal (since tuesday (B)(6) 2020). The patient confirmed there had been no falls or trauma or medical testing performed. The meaning of the code was reviewed and the patient was advised to consult with their healthcare provider. It was indicated the patient was going to see their pain management doctor on (B)(6) 2020 to have their pump interrogated. The rep was not aware of any external issues or events of any nature that would have caused or contributed to the motor stall. No interventions had taken place yet. The issue was currently unresolved as of (B)(6) 2020. It was indicated surgical intervention was planned but not yet scheduled. The patient's status was provided as alive - no injury.